Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 1902193 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no signs of defect were observed. Leakage tests were also performed to check for possible air loss due to poor connection; however, all samples worked per specification.

Event description:
It was reported that the bd¿ syringe leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse in the pet-CT clinic area injected the contrast agent. During the operation, the 5ml syringe was installed on the empty needle holder of the dispenser. When the machine controlled the 5ml syringe to suck the fluorine 18 contrast agent, it was found that there was liquid medicine in the tail stopper of the empty needle. Leakage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ syringe leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse in the pet-CT clinic area injected the contrast agent. During the operation, the 5ml syringe was installed on the empty needle holder of the dispenser. When the machine controlled the 5ml syringe to suck the fluorine 18 contrast agent, it was found that there was liquid medicine in the tail stopper of the empty needle. Leakage.